Manufacturer narrative:
Pump received with all buttons functioning properly and no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump keypad is not responsive and the numbers are scrolling on their own. Customer does not recall any significant events leading to the error, except that a bolus attempt was done before incident occurred. Customer's blood glucose was 146 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.